Event description:
It was reported that the patient experienced a low blood glucose followed by prolonged hyperglycemia after two breakfast meal announcements were made and the hypoglycemia was overtreated, compounded by a missed lunch announcement and an empty insulin cartridge that was later replaced with agent assistance. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no hospitalization or alarms. Investigation included review of device reports and education on checking meal announcement history to avoid duplicate announcements. Investigation of this case revealed user-related factors including duplicate meal announcements, overtreatment of hypoglycemia, a missed meal announcement, and depletion of insulin in the cartridge; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.